Manufacturer narrative:
(B)(4)

Event description:
Related to MFR report number: 2183959-2014-00449. It was reported that following the implantation of an elevate posterior, the patient experienced a moderate urinary tract infection. The patient reported occasional burning with urination however, no complaint of urgency. Medication was administered on (B)(6) 2014 and the event was reported as resolved/recovered with sequelae as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that the patient continued to have a mild urinary tract infection(uti) with a "positive" urinary analysis and post residual volume of 180. The patient was "taught self catheterization and placed on suppressive antibiotic for chronic uti." The event was reported as resolved/recovered with no sequelae on (B)(6) 2014. There were no further complications reported as a result of this event.